Manufacturer narrative:
(B)(4) this is a report of a use error, where the patient¿s connector was higher than heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to place the cycler more than 12 inches (30 cm) below patient¿s position as it can produce higher than normal negative pressure during drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during the initial drain while the patient was connected to the homechoice. During troubleshooting it was discovered that the connector was higher than heater bag. The technical service representative assisted the patient to end the therapy, and advised the patient to start over with all new supplies. The technical service representative reviewed proper procedures with the customer. Should additional relevant information become available, a supplemental report will be submitted.